Event description:
The patient was undergoing a coil embolization procedure to treat a collateral vessel using a packing coil xl, pod packing coils (packing coils), and a non-penumbra catheter (4f). During the procedure, the physician advanced a packing coil xl into the vessel, the physician experienced resistance. While retracting the packing coil xl, the embolization coil unintentionally detached within the catheter. The catheter containing the embolization coil was removed. The physician opened a lantern delivery microcatheter (lantern) and advanced a packing coil into the target vessel. While repositioning the packing coil, the embolization coil unintentionally detached within the vessel. A snare device was used to remove the detached embolization coil from the patient. The procedure was completed with a new packing coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod packing coil (packing coil) confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact, pusher assembly was fractured, and the pull wire was retracted. If the packing coil is handled at extreme angles during use, damage such as a kink and subsequent fracture on the pusher assembly may occur causing the pull wire to retract and the embolization coil to detach. Based on the reported complaint, the root cause of the resistance could not be determined. Further evaluation revealed offset coil winds, bends along the pusher assembly and a kink at the proximal end. This damage was incidental to the reported complaint and may have occurred while snaring or packaging for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.